Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f94 alarm code (incorrect configuration settings). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on site by a field service technician. A visual inspection was performed. The reported f94 alarm code was verified in the power-on self-test. The cause was determined to be a damaged battery. The battery was replaced and the configurations were reset to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.